Event description:
It was reported that catheter issue occurred. An opticross hd was selected for ultrasound examination of the target lesion. During the procedure, the catheter got separated within the lap joint section, while crossing the y-connector. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that catheter issue occurred. An opticross hd was selected for ultrasound examination of the target lesion. During the procedure, the catheter got separated within the lap joint section, while crossing the y-connector. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was returned for analysis. Visual inspection revealed the sheath was kinked. Visual and microscopic inspection revealed the imaging window was detached at the lapjoint, and the imaging core was coiled. The imaging window was not returned for analysis.